Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of shoulder instability, the anchor was deformed, removed the anchor from patient. Changed another one to continue the surgery, the same problem happened again (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photo, it was observed that the anchor was in the inserter the suture was not in place and it was identified some blood residues along the suture. A manufacturing record evaluation was performed for the finished device lot number: 8l25782, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection results, this complaint can be confirmed. Based on condition of the device received, we cannot discern a specific root cause for user to have experienced this issue reported. No information was provided on how or when the failure has occurred. The possible root cause can be related when an excessive force on the distal end of the anchor due to levering during insertion. As per IFU, do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. The lupine br anchor system requires application force (up to approximately 5 lbs.) To insert into the hole when properly aligned with the axis of the hole. If necessary, use a mallet to impact the proximal end of the inserter to implant the anchor. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of xxx devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a shoulder repair procedure on (B)(6) 2021, t was observed that the anchor on the lupineloopplus anchor w/oc ds device was deformed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by the customer in china that preoperatively to a shoulder repair procedure on (B)(6) 2021, t was observed that the anchor on the lupineloopplus anchor w/oc ds device was deformed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of shoulder instability, the anchor was deformed, removed the anchor from patient. Changed another one to continue the surgery, the same problem happened again (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was observed that the anchor was bent near mid-body, confirming this complaint. The anchor remained intact on the distal end of the inserter and the suture was intact within the handle at the proximal end of the inserter as intended. A manufacturing record evaluation was performed for the finished device lot number:8l25782, and no nonconformances were identified. A manufacturing investigation was performed; as a result, there is a 100% control at different stages of production of: anchor tightening, by a torque meter + anchor/shaft assembly + anchor/shaft gap with a measuring gauge. The operator has a very clear information: a green or red light informs if the torque meter complies or not; also, before putting in the tray, check that the loop is on the flat side of the is on the flat side of the anchor and that there is no there is no play between the anchor and the shaft. Finally, 100% visual control: check that no degradation on the suture and on the anchor is present. We cannot determine if the suture is under tension because the anchor is damage. There has been a closer look on the in-process controls. The results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the document reviewed. The sample was characterized by scanning electron microscope (sem); as a result, the images show evidence of plastic deformation. When polylactic acid (pla), the component of this device, is exposed to temperatures over 21 degrees c, its structure gets compromised as it tents to lose mass, it provides flexibility to the polymer chains producing a decrease in the degree of crystallinity of the structure and the microhardness values causing these types of deformations. These damages have typical characteristics of material exposed to temperatures higher than recommended, however this cannot be conclusively determined. Please see the attachment "isr-2021-oz-99". Based on the results, the probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. As per IFU: store in a cool dry place. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthese mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.